Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the catheter tip.

Manufacturer narrative:
Investigation summary: received one 22ga iag assembly with no packaging material. All components were present. DHR review could not be performed as the lot number associated to this investigation is unknown. Investigation conclusion: particles of white-clear material was observed on the catheter tubing near the tip. A dark colored fiber was found on the catheter tubing near the tip. Root cause description: the non-foreign material (plug shaving) observed on the catheter tubing was confirmed to have resulted from manufacturing during the assembly process. A definite source of the (colored) fibers found on the catheter tip is unknown. Since the unit was returned out of its original package the fibers could have been introduced during various stages (manufacturing, user environment, and handling). Rationale: conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the catheter tip.